Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and perforation ("perforation") in a (B)(6) year-old female patient who had essure (batch no. A64625) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: 08oct2015 surgical pathology report: pathological diagnosis: endometrial curettings with essure left side: proliferative pattern endometrium. Right fallopian tube. Normal fallopian tube with serosal vascular congestion. Essure: essure (gross only). Left fallopian tube: no pathologic diagnosis. Origin of specimen: emc with essure left side fallopian tube, right essure fallopian tube, left. Clinical information: pelvic pain. Nickel allergy. (B)(6) 2013-hysterosalpingography. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), pruritus ("itching") and allergy to metals ("nickel sensitivity"). The patient was treated with surgery (removal of left essure, laparoscopic bilateral salpingectomy of right essure). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, perforation, pelvic pain, pruritus and allergy to metals outcome was unknown. The reporter considered allergy to metals, device dislocation, pelvic pain, perforation and pruritus to be related to essure. The reporter commented: insertion details. The number of expanded coils that appeared trailing into the uterine cavity was 4. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 3; however, the tip of the essure coil was seen coming through the ostia as if the coil had curled onto itself, therefore a decision was made to remove the essure coli and reintroduced a new one which was performed without difficulty, but only one coil could be seen. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and fallopian tube perforation ("perforation") in a 44-year-old female patient who had essure (batch no. A64625) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2015 : surgical pathology report: pathological diagnosis: endometrial curettings with essure left side: proliferative pattern endometrium. Right fallopian tube. Normal fallopian tube with serosal vascular congestion. Essure: essure (gross only). Left fallopian tube: no pathologic diagnosis origin of specimen: emc with essure left side fallopian tube, right essure fallopian tube, left clinical information: pelvic pain nickel allergy. On (B)(6) 2013, hysterosalpingography. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), pruritus ("itching") and allergy to metals ("nickel sensitivity"). The patient was treated with surgery (removal of left essure, laparoscopic bilateral salpingectomy of right essure). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, fallopian tube perforation, pelvic pain, pruritus and allergy to metals outcome was unknown. The reporter considered allergy to metals, device dislocation, fallopian tube perforation, pelvic pain and pruritus to be related to essure. The reporter commented: insertion details the number of expanded coils that appeared trailing into the uterine cavity was 4. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was 3; however, the tip of the essure coil was seen coming through the ostia as if the coil had curled onto itself, therefore a decision was made to remove the essure coli and reintroduced a new one which was performed without difficulty, but only one coil could be seen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-mar-2019: quality safety evaluation of ptc. The event perforation was recoded with meddra llt fallopian tube perforation. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.